Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: underweight and broken and missing . A microscopic analysis was performed which identify a striated broken in the posterior side. Based on the device analysis the final assessment is: a striated broken in the posterior side assessed as surgical damage. Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade iii." Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.